Manufacturer narrative:
H.6.) Additional phone calls to the initial reporter on 12/10/96 and 12/11/96 yeilded the above following information. The initial reporter stated that the tubing may have been damaged by a staff member during set-up and that the raceway collars of the pump may have pinched the tubing, causing the damaged to worsen.

Event description:
The subject heart/lung pack was in use during surgery when the user observed a blood leak from the outlet of the arterial pump head tubing segment. The user changed out the pump head tubing segment and continued the case without further incident. Estimated blood loss amounted to approx 150 cc of blood. No replacement of fluids were given and no pt injury resulted. After completion of the case, the user examined the tubing segment that had leaked and observed a cut or tear. They indicated that tubing occlusion had been properly set, so they could not determine what had caused the failure.